Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2025-00149. A facility reported the white connectors of the evd set were damaged post-surgery, causing fluid leakage. The damaged connectors were replaced after the incident. No patient injury or medical intervention was required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4 d8 d9 g6 h1 h2 h3 h4 h6 h11 the bactiseal evd catheter (821745) was returned for evaluation. Device history record (DHR) - the product code 821745 with lot 7456814, conformed to the specifications when released to stock. Failure analysis - the connector was visually inspected, and fractures was noted in one of the sides. The complaint was confirmed. Root cause analysis - the possible root cause for the issue reported by the customer could be due to excessive force used during the manipulation of the connector.